Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient alleges the scs system had a reduction of therapy after adjusting the amplitude. Reprogramming was scheduled to further address the issue. Follow-up identified high impedance measurements on the lead. Surgical intervention may be undertaken at a future date.